Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was on the insulin pump and the customer gave a bolus. About half an hour later, customer had a low reservoir alarm. When the reservoir was removed from the chamber, it was dripping. Customer changed it and stated that after a half an hour, everything seems to be working properly. Customer stated that the reservoir was used and the leak was in the reservoir chamber. Customer stated that everything seemed to be okay. Customer does not have the reservoir and stated that it happened 2 weeks ago.